Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed.

Event description:
It was reported that during the implant procedure, the patient's vital statistics dropped and the surgery was adandoned. No issue was reported about the lead. The lead was not implanted. No patient complications have been reported as a result of this event.